Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was high right ventricular (rv) lead impedance of greater than 9,999 ohms, a polarity switch on the lead and a possible lead fracture. It was also reported that the lead was only capturing on occasion at maximum output and that sensing was unreliable. The lead was reprogrammed but later explanted due to fracture.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal and distal conductors of the lead developed fractures due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.